Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) regarding a patient receiving morphine (14 mg/ml, 2.952 mg/day) via an implantable pump for non-malignant pain. It was reported the patient present at the hcp's facility with an empty pump. The patient had recently moved from (B)(6) and did not have a managing physician for the pump. The hcp stated they were evaluating the patient to determine whether they would take on his care. Pump logs show that the empty pump reservoir alarm occurred on (B)(6) 2020. The hcp stated that the patient "already went through withdrawal" about 2 weeks ago. The hcp discussed providing the patient with oral meds while they determine the next steps.